Manufacturer narrative:
Patient's weight unavailable. Relevant tests/laboratory data unavailable. Attempts to obtain the information has not been successful. Device evaluated by MFR: the device was discarded, thus no investigation could be completed.

Event description:
A lead extraction procedure commenced to remove three leads: a right atrial (ra), right ventricular (rv) and left ventricular(lv) lead due to an eroded and infected pocket. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction to aid in the lead's extraction. The physician targeted attempted removal of the rv lead first. Using a spectranetics 14f glidelight laser sheath, he encountered stalled progress, and switched efforts to the ra lead using the same 14f glidelight device. He was unable to get beyond the clavicle, as the lead was adhered to the bone. Then the physician targeted the lv lead. With use of the 14f glidelight, the physician was able to get beyond the clavicle, down the same binding site as the initial rv lead. He then switched back to the rv lead and was not able to advance much further. The decision was then made to switch efforts back to the ra lead and utilize a spectranetics 11f tightrail sub-c rotating dilator sheath to free the ra lead from the bone. The tightrail sub-c device, along with the device's outer teflon sheath were used and were successful in freeing the lead from the bone. Once beyond the bone, the physician switched back to the 14f glidelight device and advanced it all the way down to the main binding site in the area of the left innominate/superior vena cava (svc) junction. At this point, the 14fr was ineffective at releasing any of the three leads that were bound together at this location, so the physician upsized to a 16f glidelight device. The physician targeted the rv lead with the 16f glidelight device and progressed a bit further beyond the binding site, but it was evident that all three leads were still connected by fibrosis and certainly some calcium. The physician then switched to the lv lead with the 16f glidelight and advanced to a bit further until stalled progression occurred again. Following this, the physician targeted the ra lead once more and advanced down to the level of the ra appendage. Although the tip of the ra seemed to be dislodged from the ra appendage, the ra lead would not fully come back past the heavy binding site in the area of the left innominate/svc junction. After a few more seconds of lasing in this area, there was a quick release and then an abrupt drop in the patient's blood pressure. Rescue efforts began immediately, including a rescue balloon and sternotomy. An injury to the svc/innominate was discovered. Unfortunately, despite working on the patient for hours, they were not able to save him and the patient died. There was no alleged malfunction of any spectranetics devices in use during the procedure. This report is being submitted to capture the 16f glidelight device in use in the injury site at the time the patient's blood pressure dropped.